Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The flow valve was sent to carefusion for further evaluation. Carefusion certified service technician was unable to verify the customer's reported issue. During initial bench test, found flow valve was working normally in specifications but failed service flow valve assembly test procedure for slight non-conformities of higher flow at fully open flow test of (78.80 lpm), where expected are 72.50 ¿ 77.50; these slight non-conformities would not result in a failure to cause the flow valve to delivery higher or lower tidal volume.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was delivering higher tidal volume than what was set. When the ventilator was set to deliver 500mls, the unit would deliver 550mls. The customer confirmed there was no patient involvement associate with the reported issue.